Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector was blocked. The following information was provided by the initial reporter: the reported feedback suggests dysfunctional key connector. Dysfunctional key connector when connecting the macro dropper, no medicine passes with this device.

Manufacturer narrative:
An mz1000 sample was not available for investigation of this feedback; however the customer indicates that an occlusion was experienced during attempts to access the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20026253 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. In this instance the connecting product in use at the time of the customer's experience was not available and therefore it could not be determined if this may have contributed to the reported occlusion. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 product.

Event description:
It was reported that maxzero needleless connector was blocked. The following information was provided by the initial reporter: the reported feedback suggests dysfunctional key connector. Dysfunctional key connector when connecting the macro dropper, no medicine passes with this device.